Manufacturer narrative:
The manufacturer received information from uno legal litigation in reference to a repaired/recertified dreamstation CPAP with an allegation of kidney disease/toxicity. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was zero error code found and during the evaluation secondary findings were observed the third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got corrected. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated. Box d: product brand name (rfb), model number (rfb), catalog item identifier (rfb) and product UDI (rfb) have been updated. Box h: recall (z) number (rfb) has been updated.

Event description:
The manufacturer received information from uno legal litigation in reference to a repaired/recertified dreamstation CPAP with an allegation of kidney disease/toxicity. The manufacturer was made aware of this complaint through a representative of the customer. Maximum attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box d: common device name was corrected.